Event description:
It was reported that implants on site #18, and #19 were removed due to bone loss. Symptoms of the event: pain.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01359. Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmer multiple MDR reports were filed for this event. See associated report: 002023141-2022-1359-1 this report is being submitted to relay corrected data and additional information. Corrected data: item number is tsvtb13 the following sections are being reported: b4: date of this report was updated. B5: event description was updated. D1: brand name was updated. D4: catalog number was updated. D4: UDI number, lot number updated to unknown. D4: expiration date is updated to unknown. G3: date received by manufacturer was unknown. G6: type of report was updated. H2: type of follow up was updated. H4: manufacturer date is updated to unknown. H10: narrative/data was updated.

Event description:
Upon follow up, there was a mix up at in the item numbers from the dental office. Updating new item number.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022- 01359-2. This report is being submitted to relay additional information and device evaluation. DHR review could not be performed, as the lot number associated with the reported products tsvtb10 and tsvt4b13 are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the products tsvtb10 and tsvt4b13 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or product (tsvtb10 and tsvt4b13). As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information was received at the time of this report.